Event description:
A male patient contacted lifecor customer support to report that when one of his battery packs is inserted into the charger it shows a battery fault. Support requested the patient try his other battery pack in the charger. It charged as expected. The patient's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.